Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak, which was attributed to the implantation of an aortic body stent graft size too small for the patient's aortic diameter. As of the date of this report, there are no plans for a re-intervention and there have been no additional patient sequelae reported. The patient will continue to be monitored.

Manufacturer narrative:
Remains implanted.